Event description:
Customer reported high blood glucose readings and stated that her blood glucose levels would not go down even after taking a bolus. Customer's current blood glucose reading is 470 mg/dl and has treated with a manual injection. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.